Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Left brake is clicking and not letting chair drive. The patient was using the chair when this brake was clicking.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was unable to be tested, so the original complaint issue was not able to be confirmed.

Event description:
Left brake is clicking and not letting chair drive. The patient was using the chair when this brake was clicking.